Manufacturer narrative:
The associated device was not returned to merit medical at the time of the evaluation, however, the customer did provide photo evidence of the handle and retaining cap removed from the syringe barrel. The complaint is confirmed and likely root cause is improper adhesive placement during assembly. A search of the complaint database was performed and one similar complaint for this lot number was found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device was returned for evaluation along with additional units from the same batch. The reported failure, plunger falls out of the inflation device, can be observed. The root cause can be attributed to improper placement of adhesive during assembly. A search of the complaint database was performed and one similar complaint for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the process of inflation, the handle was found to detach and became disconnected from the device. No patient injury.